Event description:
Pt was placed on a v-cue in 2008. The doctor was notified by the pt in the next day that a flap procedure (performed about 8 days prior) "had opened". There was no alleged malfunction of the unit.